Manufacturer narrative:
The insulin pump alarmed during prime test due to protruded/loose drive support disk. The insulin pump had a missing end cap sticker.

Event description:
It was reported that the insulin is shooting out of the insulin pump during the priming process. The insulin pump does not move beyond the rewind process. Advised customer that the insulin pump will be replaced. Nothing further reported.